Manufacturer narrative:
B5 correction: this report is being supplemented to provide a correction to a previously submitted report. This event was reported is a duplicate report. Please refer to mfg report 3002808148-2025-23535-00 and emdr-137548. Upon review, it has been confirmed that the issue described would not cause or contribute to a death or serious injury if it were to recur.should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the device could not be recognized by the tower during reprocessing. There was no patient involved.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image flickers, and e226 error comes up. Based on the completed investigation, the root cause of the reported malfunction could not be definitively determined. However, the issue is likely attributable to component damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.